Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was unknown mg/dl. The customer was admitted on the hospital on (B)(6) 2015. The customer was not feeling well and will call back to provide information regarding hospitalization.